Event description:
The customer alleged that the ventilator quit running while in use. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. No parts were replaced. It is not verified that the ventilator quit running, and no malfunction may have occurred.